Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 281 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 291 mg/dl and 296 mg/dl. The product is stored according to specification in the den. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Memory concerns:the customer is concerned with the result of 281 mg/dl in the meter's memory. The customer tests fasting in the mornings and the evenings. The customer has been on the evolve wellness program for the past 4 months and he has lost weight. His a1c went from 7.0 to 6.2. Customer was also taken off insulin for 3 months now.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference. Correction: correction of device available for evaluation: yes(checked). Correction of date of device returned to manufacturer: 9/24/2016. Device evaluated by manufacturer:yes (checked).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 281 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 291 mg/dl and 296 mg/dl. The product is stored according to specification in the den. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Memory concerns:the customer is concerned with the result of 281 mg/dl in the meter's memory the customer tests fasting in the mornings and the evenings. The customer has been on the evolve wellness program for the past 4 months and he has lost weight. His a1c went from 7.0 to 6.2. Customer was also taken off insulin for 3 months now.